Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had high blood glucose when he changed the set yesterday. Customer's blood glucose was 297 mg/dl this morning and it went up to 495 mg/dl. Customer stated that he gave himself the appropriate amount of insulin. Customer noticed that the insertion point seemed like it was leaking. Customer stated that he thinks he had this issue about half the time. Customer usually change the infusion set and that resolves the issue. Customer stated that it wastes his supplies. Customer's current blood glucose is 486 mg/dl. Customer treated with insulin pen and pump. Customer removed the infusion set and stated that the cannula was bent. Customer mentioned that he had kidney disease before using the pump. Customer also has arthritis in his foot. Customer stated that he changes his infusion set about every 3 days. Customer declined pump troubleshooting.